Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant the helix of the lead was extended three times. Each time the lead would disengage from the tissue when the stylet was being removed. The lead was not used and replaced by a new lead. There were no patient complications reported as a result of this event.